Manufacturer narrative:
One medfusion 3500 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed. No causes or potential causes to the customer's reported problem were found during the DHR review. Primary audible alarm post error was found in the event history log, ehl, but no errors related to battery problems were found. To further investigate, power up was performed, and the battery was charged and checked for readings. Th reported error could not be duplicated at power up, and the battery was within the required spec. The speaker and battery were replaced for preventative measures.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that there was a system failure primary alarm mode; it was added that the pump was not charging. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.